Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. Isi has not received the iesu for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy surgical procedure, the customer informed the technical support engineer (tse) that a c-34 error occurred on the generator during surgery, specifically when using the monopolar instrument. The tse advised performing a power cycle, replacing the energy cable, and replacing the instrument, followed by a hard cycle, but the issue persisted. The tse recommended using an external electrosurgical unit (esu) to continue the procedure. The customer continued with the procedure as planned. No known impact or patient consequence was reported. A procedure delay of 15 minutes was reported.